Event description:
It was reported that the md was preparing to use the percutaneous thrombolytic device (ptd) set and tried to assemble the catheter hub assembly with rotator in the angio room. At that time, the line (orange color) inside of the ptd catheter fell off suddenly; it had been disconnected. The md replaced the defected kit with a new one and successfully continued the procedure. There was a 5 minute delay, but no death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.